Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking solder joint connecting rear pulse wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the ecgs were non-functional.